Event description:
It was reported that the customer's insulin pump was alarming no delivery while priming. Customer states that they have change the reservoir and infusion set, yet issue has continued. Customer changed reservoir and infusion set to retest. Customer was unable to troubleshoot at time of reporting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 240 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with cracked reservoir tube, cracked reservoir tube lip, cracked display window corner and minor scratched lcd window.